Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6252882 medical device expiration date: 08/31/2021 device manufacture date: 09/01/2016 medical device lot #: 6278839 medical device expiration date: 09/30/2021 device manufacture date: 10/01/2016 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A customer reported that while using a 20 ml bd¿ slip-tip disposable syringe with slip tip, it was difficult to aspirate causing issues with tendons in hands. No injury or medical interventions reported.

Manufacturer narrative:
Complaint number: (B)(4). Business: mps. Problem statement: difficult to aspirate. Complaint evaluation: severity s2, occurrence 1st. Investigation level: a. Customer returned sample for decontamination status: samples were not decontaminated. Returned sample evaluation: returned material showed reported defect. Retain sample evaluation: 1 sample from lot 6278839 and 2 samples from 6252882 lot number/product family history: complaint trending review of this lot and or product family for this issue reveals 1 complaint. Batch 6252882, material 302831. Date: 10/04/2016. 32 blisterpak inspections were performed on 256 parts, zero defects were found. 36 print/assembly inspections were performed on 1,800 parts, zero defects were found. No qns in DHR. Spec for break out: (0.0-7.5lbs) min 2.1 max 3.4. Spec for sustain: (0.0-2.5lbs) min .8 max .9. Silicone test: (spec .0025 -.0070g) silicone was performed 2 times during this batch on 12 parts. Min .0040. Max. 0052. Silicone applicator ¿ main regulator (spec: 45-65psi) set point reading 60. Silicone applicator ¿ silicone nozzle regulator (5-10 psi less than tank pressure) set point 50. Batch 6278839, material 302831. Date: 11/16/2016. 25 blisterpak inspections were performed on 224 parts, zero defects were found. 27 print/assembly inspections were performed on 1,350 parts, zero defects found. No qns in DHR. Spec for break out: (0.0-7.5lbs) min 3.1 max 3.9. Spec for sustain: (0.0-2.5lbs) min 1.0 max 1.1. Silicone test: (spec .0025 -.0070g) silicone was performed 2 times during this batch on 12 parts. Min .0029. Max. 0046. Silicone applicator ¿ main regulator (spec: 45-65psi) set point reading 60. Silicone applicator ¿ silicone nozzle regulator (5-10 psi less than tank pressure) set point 50. Manufacturing review: n/a. Reference to known issues: n/a. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Investigation comments: break out sustain was performed on all 3 parts spec for break out ¿ 0.0-7.5lbs. And sustain is 0.0-2.5lb.s min reads were 1.3 and max 1.4 for break out and min reading were 1.0 and max 1.1 for sustain. Product within specification: yes. Root cause: no ¿ based on the investigation results, failure was not confirmed so root cause cannot be determined. CAPA determination results: no ¿ based on an evaluation is was determined that no corrective action is required at this time.